Event description:
The cardiologist attempted arteriotomy closure using a techstar xl 6 fr device. When attempting to deploy the needles the device fractured. The needles deflected into the subcutaneous tissue. The cardiologist retrieved the needles through the dermatotomy and removed the device. Closure was achieved using manual compression. The pt recovered without incident.